Manufacturer narrative:
H3 other text : power cord was discarded.

Event description:
The manufacturer became aware of a user of a dreamstation auto CPAP who alleges that the sheath of the power cord, which was close to the power supply brick, tore and the inside wire was exposed. There was no patient harm or injury. The customer threw the power cord away, so they were unable to determine if the bare copper wire was exposed. No product will be returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.